Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Since the same sample recovered acceptably upon repeat analysis, the sample itself was not contaminated by the salt. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.

Event description:
The customer reported a discrepant potassium result run on the rp 500 when compared to another siemens lab analyzer. There was no report of injury due to this event.